Event description:
It was reported that the colonovideoscope exhibited a scope communication error. The event occurred during an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.